Event description:
The caller reported a discrepant result for thb on the device. The reported result was 8.0cthb compared to an earlier hb of 18 for the same patient. The sample was rerun on different devices with results of 15.6 and 15.5 cthb.